Event description:
This complaint is now reportable based on the analysis completed on 3/25/2008. It was reported that during a pta procedure, the symmetry stiff shaft balloon ran into the edge of a stent and was unable to cross. The lesion being treated was located in the moderately tortuous, calcified and 100% stenotic left superficial femoral artery. The physician first deployed a 6.0x100mm non-bsc stent. Then the physician advanced the symmetry stiff shaft balloon to the stent to post dilate. When the balloon reached the stent, the distal part of the balloon ran into the stent edge and was not able to cross through the stent. There were no patient complications. The procedure was successfully completed with a 6.0x40mm non-bsc balloon. Patient status is listed as "good". However, the retuned product confirmed a tear in the balloon.

Manufacturer narrative:
Device evaluation: the condition of the returned unit was consistent with the complaint incident. The distal cone of the balloon was torn. The shaft was dented approximately 76mm proximal to the tip of the device. Damage to the shaft at proximal end of balloon suggests that the device was advanced against resistance. The damage observed on the returned device is consistent with it getting caught on the edge of a stent. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. There are no similar complaints related to this manufacturing batch number. The most probable root cause of this damage was caused by another device.